Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium where hemostatic valve was leaking blood. It was reported that when removing dilator from the carto vizigo" 8.5f bi-directional guiding sheath medium, the hemostatic valve was leaking back blood. The sheath was replaced and the issue resolved. The procedure continued. The hemostatic valve pushed back into the hub--it did not break. Blood was then allowed to flow back. No air was introduced into the body. The blood loss was minimal (5ml) so hemodynamics were not compromised and no intervention was required. The hemostatic valve leaking blood is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation and identified that the hemostatic valve was dislodged inside the hub. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve was leaking blood. It was reported that when removing dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve was leaking back blood. The sheath was replaced and the issue resolved. The procedure continued. The hemostatic valve pushed back into the hub--it did not break. Blood was then allowed to flow back. No air was introduced into the body. The blood loss was minimal (5ml) so hemodynamics were not compromised and no intervention was required. Device evaluation details: a visual inspection was performed to the device and it was found that the hemostatic valve is dislodged inside the hub of the device. The issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001411 number, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).